Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the generated shutdown alarm of this ht70 ventilator was short. The ventilator was not in use on a patient at the time of the reported event. It was informed that third-party service provider tokibo (tkb) performed the evaluation and replaced the control board. The unit was informed to be functional after part replacement. One control board was returned to medtronic for analysis. The control board was installed into the ht70 test ventilator while connected to charge the capacitor. The alarm behavior was checked by power cycling on/off the device and the behavior of the alarm sound did not improve. The control board was removed and examined and there were no obvious anomalies observed, however based on previous fault findings capacitor c159 is the cause of the alarm issue. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the event was isolated to a faulty capacitor c159 on the control board. This ventilator is in the scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, the generated shutdown alarm of this ht70 ventilator was short. The ventilator was not in use on a patient at the time of the reported event.